Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to incorrect technique and/or user-applied excessive mechanical forces.

Event description:
It was reported on (B)(6) 2022 by a sales representative via phone that an ar-8690ds kit was opened during a case and attempted a pigtail wire and the lasso was getting stuck. This was discovered during a case and with no patient harm.